Event description:
It was reported that post a stenting treatment procedure, a patient death occurred. The 2.75x32mm de novo lesion being treated was located in the mildly tortuous calcified proximal-mid left anterior descending (lad) artery. The lesion was predilated and a 2.75x32mm taxus liberte stent was implanted. The patient was stable post procedure. Two days post the procedure the patient suffered an anterior-wall myocardial infarction (awmi) and died due to acute respiratory arrest with acute left main thrombosis with cardiogenic shock. Additional information was requested but not provided.

Manufacturer narrative:
Device is a combination product.device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).